Manufacturer narrative:
(B)(6). The lot was manufactured between september 21, 2017 - september 22, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a small volume folfusor. The folfusor was setup for a 48-hour infusion. Because there had been no flow, the therapy was continued for an additional 24 hours, after which time it was stopped and the device was disconnected from the patient as it was discovered that none of the chemotherapy had been delivered. The device was filled with an unspecified chemotherapy medication. There was no patient injury or medical intervention associated with this event. No additional information is available.